Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Redness, swelling and fluid collection above implant housing followed by start of necrosis was observed. As per new information received, an infection was also present. Update received on the 13th september indicates that the user no longer has an active infection (no temperature or discharge). The user's hearing performance with the device prior to the issue was good.

Event description:
An infection with redness, swelling and fluid collection above the implant housing followed by onset of necrosis was reported. Reportedly, the hearing performance with the device was not affected. During explantation surgery on (B)(6) 2019 a biofilm around the implant was noticed. The implant housing was removed, granulation tissue cleaned up and a new bed formed in a different location. However, during the revision surgery the functioning electrode array came out of the cochlea and since the round window niche was also obstructed with granulation tissue no new device was implanted. After explantation surgery the user is reportedly doing fine, and the surgical wound healed properly and re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected because according to the recipient report the device was explanted for medical reasons, namely an infection, including biofilm formation and necrotic tissue development over the implant site. A device contribution to the reported problem seems unlikely as a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No available information points to the device being the source of infection. This is a final report.